Manufacturer narrative:
The reported event of could not tighten rv-setscrew, then after another attempt the setscrew was stuck to the wrench tip was confirmed. Analysis revealed the user of the torque wrench was stripping the setscrew inset due to incorrect wrench insertions while attempting to tighten it. Then with the user's next attempt the wrench was forced down into the inset with the corners of the wrench tip going down against the inset walls. This wedged the corners of the wrench into the inset walls sticking the setscrew to the wrench tip. The setscrew stuck to the wrench tip was then pulled out of the device through the septum by the user. This problem is related to the user¿s incorrect use of the torque wrench. The setscrew anomaly was consistent with having occurred during the procedure.

Event description:
During an implant procedure, the right ventricular (rv) lead was unable to be connected in the device header. A new device was used to resolve the event. The patient was stable.